Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient was presented with folds/wrinkles on left eye (os) at a 6 week post-operative exam. The brief description from the account indicated that the wrinkle flap was found on the corner of flap folded onto itself. The patient's chief complaint was astigmatism and the patient commented on blurry vision and foreign body sensation. The patient experienced loss of best corrected visual acuity (bcva). The surgery center stated the bcva may still improve. Eye has not had a chance to heal. A flap and rinse was required. Pre-op; bcva from (B)(4), 2007: right eye pre-op 20/20 -1.62 x -.75 x 170; left eye pre-op 20/20 -1.62 x -.75x 175. Best corrected va od: distance 20/20 (pre-op 20/20) os: distance 20/80 (pre-op 20/20 ).